Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll at this time.

Manufacturer narrative:
The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and off current testing without duplicating the report. The device was recertified and returned to the customer. The battery used was not returned as part of this investigation. Analysis for reports of this type has not identified an increase in trend.